Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump¿s buttons were not working when insulin pump was giving alert. Customer stated that the numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that the block mode was inactive. Customer stated that an alarm was in progress at the time the button was unresponsive. Alarm that occurred was all type of alarm calibration, enter blood glucose or all other alarms. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. No button error alarm noted upon testing.